Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturing reference number: 2017865-2021-18441. It was reported that the patient presented to the emergency room after receiving shock therapy. A chest x-ray was performed and confirmed both the right atrial lead and right ventricular lead were dislodged. The physician decided to conduct a lead revision. During the procedure, it was noted that the right atrial lead was unable to be extended and the right ventricular lead was unable to be retracted. Both leads were explanted and replaced. The patient was in stable condition.